Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2018, explanted: (B)(4) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the healthcare provider (hcp) did a revision on the patient today and he ended up replacing the leads and the ins. The rep reported that the patient right side got good coverage, however the left leg didn¿t. The rep reported that the x-ray showed that the patient¿s lead moved from t9-10 to t10-11. The rep noted that during the revision the hcp tried to use the stylet to move the lead up but couldn¿t and the hcp subsequently replaced both leads. The rep reported that the hcp also replaced the ins because when the ins was below 50%, the patient didn¿t feel like stimulation was working. The replacement occurred on (B)(6) 2019. No further complications were reported.